Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantbable cardioverter defibrillator was found to have exhibited over-sensing of noise. The patient was contacted for further inquiry but no intervention or programming changes were performed. The patient was stable throughout.